Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. Another lens was inserted, and a suture was required to close the wound. The cause of the lens tear was due to the lens being misloaded.